Manufacturer narrative:
(B)(4). The field service specialist (fss) revisited customer site to investigate the reoccurrence of the error 2012 on the system. Fss inspected the unit and the error log revealed that the system went into safestate mode at 5 pm on the friday (B)(6) 2015. Fss replaced the programmed hard drive, modified ethernet cable assembly, and instrument manager. Fss performed the standard field checklist on the unit and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system after the system was left on running over the weekend as per recommendation of abbott medical optics (amo) regional technical support engineer (rtse) after last service call. There was no patient involvement reported and patient treatments were not delayed or cancelled.

Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.